Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedance which has shown a progressive increase from 70 ohms to 100 ohms, ultimately reaching a maximum value of 130 ohms. The device associated with this system is a third-party product from medtronic. At this time, the technical services (ts) agent did not have specific guidance regarding the medtronic device and has recommended ongoing monitoring. Both the device and lead remain in service, and no adverse effects on the patient have been reported.